Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead which most likely introduced into the lumen of the lead by means of stylets used during the surgery. In addition, cuts in the insulation were found which resulted most likely from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Seven days after the implant of a pacemaker the patient had adams-stokes syndrome. During a followup the threshold of this rv lead was increased. The physician decided to monitor the patient for a few days. On (B)(6) 2019 the patient experienced adams-stokes syndrome again so the physician decided to replaced this lead.